Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had no capture due to a suspected scar attachment. The lv lead was explanted. A second lv lead was attempted, but the implant attempt was abandoned because the lv could not be accessed. A his bundle lead was successfully implanted and connected to the lv port on the device. No patient complications have been reported as a result of this event.